Event description:
It was reported that a model 102 pulse generator was found to be programmed on to 1 ma during initial implant surgery. The surgeon performed the program patient data, the generator diagnostic and the system diagnostic. Moreover, the surgeon programmed the generator to 0.0ma and continued the implant. Moreover, there is the possibility that system diagnostics test had been done before the program patient data by mistake, but surely the generator diagnostic was performed and after the lead connected the system diagnostic was performed too.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.